Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a small amount of chemo leaked from the connector of a bd phaseal¿ protector p14j during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: one sample protector was received for evaluation by our quality engineer team. Upon visual inspection, no anomalies or damages were observed on any of the components. The protector unit was then attached to a vial. The protector fitted the vial properly, however, it was noticed that the cannula was inserted inclined. Upon a functionality test, leakage was observed between the protector and the vial. Leakage did not occur at any separate locations. As a lot number was unavailable for this incident, a production history review could not be performed. DHR cannot be reviewed and retained samples cannot be taken for evaluation. Even though the protector seems to be properly connected to the vial, the leak is confirmed. A definite cause for the leakage could not be determined. The protector must be attached vertically to the vial. It is difficult to establish the root cause. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts are performed according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: -it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. -visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. -overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. -film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. -functionality test is performed to ensure properly work of the protector. - hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Based on the low severity and frequency of the defect (according to ps-001), it was determined that no CAPA is required.